Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated her stomach was distended and stated she got off the hc this morning before her therapy had ended and had fluid in her abdomen. The hp does not normally do a last fill and gets on the hc empty but because she got off the hc early this morning in fill 2 of 4 she had fluid in her abdomen. The hp was at fill 1, fill volume 2265ml. The initial drain volume was 77ml. The technical service representative (tsr) assisted the hp with finding the manual drain, remove the belt and press go, total manual drain volume 4890ml. The hp's normal fill volume is 2500ml. The tsr explained that it is very important that if the hp gets on the hc with fluid in her abdomen that she go into a manual drain because the initial drain alarm is set at 0ml and advised the hp to record the current fill volume if she gets off the hc early. The tsr assisted with ending therapy on the cycler and informed the hp that the hc would be swapped. The hp would continue to use the hc and has a procard for programming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported difficulty of increased intra-peritoneal volume (iipv) was confirmed in the device logs, but not duplicated during evaluation. Review of the device logs revealed the device user drained out 4895 ml during therapy on (B)(6) 2011, which was greater than the largest prescribed fill volume of 2500ml and met iipv criteria. The reported issue of patient symptoms was neither confirmed in the device logs not duplicated during evaluation. A cause of the reported patient symptom was undetermined. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv was determined to be use error; initial drain alarm setting was inappropriately programmed too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.